Event description:
It was reported that the programmer's internal printer was not working, that it was overheating. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 radiofrequency programmer head. (B)(4).